Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that an unknown issue with the catheter occurred. An intellamap orion catheter was selected for use. However, approximately 30 minutes into the procedure, an unknown issue was noted with the catheter. The procedure was completed with another of the same device. No patient complications were reported. The device will not be returned for analysis, as it was disposed of. As per additional information received on may 22, 2025, the surface of the intellamap orion catheter shaft was lifted during the catheter ablation procedure.